Event description:
The customer reported to customer service that she was "electrocuted by the power source [for her breast pump] when she tried to remove it from the socket." She indicated that the screws came out of the transformer housing and the back of the plug was loose. The customer indicated that no injuries were sustained and that no sparking, fire or flame had occurred. Further into the report, the customer indicated that "it was a mild shock [not an electrocution]."

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. The unit is ul certified and, as such, has been tested for impact and dropping. No conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product will continued to be monitored for similar issues.